Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what the circumstances were that led to the stimulation in the wrong location, the patient indicated it was very uncomfortable. When asked for the steps taken to resolve the stimulation in the wrong location, the patient reported it took a whole year due to no doctor, their previous doctor no longer took their insurance. When asked if the stimulation in the wrong location had been resolved, the patient indicated it was better than before, the tech changed the settings. No further complications were reported.

Manufacturer narrative:
Eval code method has been changed. Concomitant medical products: product ID: 3889-28, lot#: va10qjk, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for marlo 6.10.20additional information was received from a consumer and a manufacturer¿s representative (rep). The patient repeated that they fell and felt stimulation in the wrong location. The patient stated that they fell and not felt stimulation more in their anal area. The patient wanted a rep to meet them at their upcoming healthcare provider appointment on (B)(6) 2019. An email was sent to the field. On (B)(6) 2019 a rep indicated they spoke with the patient and that they were working on a date to meet in the office that week. No further complications were reported.

Manufacturer narrative:
After further review an additional device code applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va10qjk,product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell on (B)(6) and around (B)(6) the patient started having pain on and off on her butt cheek right in the device area. The patient stated that she told the health care professional (hcp) to check the device and it was confirmed it was in the right place. The patient noted that she was told not to sleep on that side and if she did not sleep on that side it got her whole leg "crampy". The patient mentioned that she tried turning stimulation down and of but nothing changed. It was reported that the patient went to the emergency room but nobody wanted to touch her if they did not implant the device and the whole past week the pain was throbbing constantly. The patient was redirected to her hcp. Additional information received on (B)(6) 2018 from the patient indicated that patient went to the ER today due to pain at ins site , shocking at ins site and muscle spasms down left leg (all on left side). Patient said that ER called however told patient that rep can't come to the ER. Patient said she received some muscle relaxers however no imaging was performed, and directed to primary care physician (pcp) as patient doesn't have hcp for device (previous physician no longer accepts her insurance). There was no activity that started the issue. The caller stated this started about 2 days ago. Patient has an appointment to see pcp tomorrow at 4pm and would like rep to come and check device. Additional information received a day later indicated that patient spoke with rep and rep who helped her change programs today on her pp. Patient stated she tried all 4 yet she was still having pain at the ins site. Patient stated she thinks she has a broken wire and needs to have the device removed. There were no further symptoms or complications reported or anticipated.